Manufacturer narrative:
(B)(4).

Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply, power cord, and ac panel. The unit passed extended self testing.